Manufacturer narrative:
The device has not yet returned for evaluation. A follow up report will be sent when the evaluation has been completed.

Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
One device was returned in original sterile package. The device was tested for the presence of a breach in the packaging and no breach was found. The complaint is unconfirmed. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.